Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastro-intestinal resection on a laparoscopic radical gastrectomy, the surgeon was able to press the green button but stapler was not able to fire. They replaced the device and continued the surgery. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.